Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in their glans. The device was explanted and was not replaced, per patient decision. There were no additional patient complications reported.